Manufacturer narrative:
Part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A visual inspection revealed the device was returned outside of original packaging. The device was received with a broken anchor attached to the shaft, and remaining pieces in a bag attached to the handle. The distal tip anchor and plug were not received with the device. The inspection confirms the proximal portion of the anchor has been fractured. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Internal complaint reference: (B)(4)..

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy, the proximal part of the healicoil anchor could not be inserted into the bone and broke. All the broken pieces were removed, it is unknown how were they removed. The procedure was completed with a competitor device. A 30 minute delay was reported. No further complications or patient injury was reported.